Event description:
Patient reported that the active system generated a result of "lo" (<10 mg/dl) without having first applied blood or control solution to the test strip. Patient did not modify therapy based on this result. No patient injury was reported and no treatment was received. Patient did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped. Active system: meter, active strip lot 22944531 with expiration date 12/31/2007.

Manufacturer narrative:
The accu-chek active meter is the suspect device.